Manufacturer narrative:
Upon investigation of the actual device used in this incident found screen got stuck at the blue screen. A technical support specialist reinstalled the rss and modified the file path. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it got stuck at the blue screen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.